Event description:
It was reported that the pt was in cardiogenic shock when the iab was inserted in the femoral artery without the aid of an introducer sheath. The stylet could not be withdrawn from the iab, the central lumen could not be flushed, and blood could not be aspirated. Because of this, the iab was removed and replaced. There were no associated pt complications.